Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive sheath was selected for use. When inserting the mapping catheter into the sheath, an air ingress issue occurred in the flush port. The device was replaced and the procedure was completed successfully. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive sheath was selected for use. When inserting the mapping catheter into the sheath, an air ingress issue occurred in the flush port. The device was replaced and the procedure was completed successfully. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
The device has been received for analysis. Analysis of the returned faradrive sheath did not find any defects or confirm an existing leak path that supported the allegation of air ingress as described in the complaint summary. The "no problem detected" conclusion code was selected for the allegation of "visible air/bubbles" as analysis of the returned device did not find any defects or abnormalities to confirm an existing leak path or air ingress that contributed to the allegation of this event. Therefore, the cause could not be confirmed.